Event description:
It was reported the customer had discrepancies between their sensor glucose and blood glucose readings. Customer stated their blood glucose would be 47 mg/dl and their sensor glucose would be 74 mg/dl. It was also found the customer's insulin pump did not alert them of their low. Customer also stated their insulin pump would go into low threshold suspend mode due to the differences in their glucose readings. The customer's current blood glucose was 206 mg/dl and their sensor glucose was 174 mg/dl. Customer was advised of the proper techniques to avoid inaccurate readings. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).